Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported an "intermittent connection" of the patient cable connector on the rad-97. No patient impact or consequences were reported.

Event description:
The customer reported an "intermittent connection" of the patient cable connector on the rad-97. No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device passed visual inspection and functional testing. The device was able to obtain measurements for all enabled parameters during testing and no product performance issues related to measurement were identified. The rad-97 was determined to be functioning as designed. Health effect impact code: no adverse event, no patient impact.